Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis and the blood glucose reading was over 700 mg/dl. Troubleshooting was performed and the insulin pump did not pass the prime test. The tubing clamp was not available to perform the high pressure test. Advised to have the customer discontinue using the insulin pump and revert to a back-up plan. Also advised to have customer try using a different infusion set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.